Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with a calcified bicuspid native valve (left coronary cusp/non-coronary cusp fusion) via a transcaval approach, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20mm non-medtronic balloon. Due to the patient's "little reserve or tolerance for pacing", rapid pacing was not initiated during the bav. The valve and delivery catheter system (dcs) were positioned within the annulus, however, the valve started to dislodge during the initial deployment attempt, and it was recaptured fully twice and repositioned. Upon positioning the valve at an acceptable depth, it was fully deployed. Per the physician, the patient's short ascending aorta and angled transverse aorta, combined with extreme annular calcium and large left ventricular outflow tract caused the valve to deploy at a depth of approximately 10mm/10mm on release from the dcs. Following deployment, the nosecone of the dcs was withdrawn, and the valve appeared constrained. Upon inspection under different fluoroscopic angles, an infold was identified in the valve frame. The gradient was measured to be approximately 25-30 mmhg. Subsequently, a post-implant bav was performed using a 24mm non-medtronic balloon. The valve expanded and the infold was "mostly" eliminated. The gradient decreased to 0 mmhg. Per the angiography performed, some residual mild-moderate aortic insufficiency was observed, however, due to the patient's calcification, the implanting team decided not to attempt to reduce it anymore. It was noted to be a great result for the patient, and no additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-34, serial/lot #: (B)(6), ubd: 08-may-2025, UDI#: (B)(4). Other medical products in use during the event include: product ID: l-evolutfx-34 (lot: 0011733853); product type: 0195-heart valves; implant date ; explant date product ID: 20mm true dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown product ID: 24mm true dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a misload was not identified during loading. It was noted that the paddles were perfect, and the overlap didn¿t extend past the third node on fluoroscopy check. In addition, the infold had to be post-dilated to expand the valve to reduce the paravalvular leak and gradient. However, it was unclear if a procedural delay occurred as a result of the infold. No adverse patient effects were reported.

Event description:
Additional information was received that according to the physician, paravalvular leak (pvl) was noted likely due to the extreme amount of calcium but since the patient already had severe aortic insufficiency prior to the transcatheter aortic valve replacement, the physician was satisfied with the pvl. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. H6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.